Event description:
During a reconstruction procedure of the ascending aorta and the aortic valve using a cardiopulmonary bypass (cpb) the amc1508 graft was sutured to the right subclavian artery in termino-lateral fashion for connection to the cpb cannula. After switching "on" the cpb, the surgeon noticed bleeding through several small holes in the mid-section of the graft. The cpb was shortly interrupted, the graft was clamped and shortened by cutting off the segment showing the pin-hole bleeding. The cpb cannula was reconnected in the remaining still anastomosed segment without any further problems. The procedure was completed without further problems. No pt injury happened due to this incident.

Manufacturer narrative:
The complaint device has not been returned for eval since it remains implanted. However, a small piece of the graft has been returned. The returned piece passed our visual inspection for knitting consistency and loose threads. We also tested the returned sample for water permeability and obtained results that were consistent with the reported failure description - water was leaking through a singular pin hole. Collagen was missing in that one spot. The remaining collagen and other organic matters (blood) were removed from the returned piece and add'l visual inspection was conducted. No textile defect was found. A lot history review did not reveal any discrepancies related to the complaint event during the mfg processes. The review of the lot history records indicate that all of the quality control tests passed with expected values. Therefore, the root cause of the failure remains inconclusive. However, we believe it was an isolated incident. Please note that the complaint graft remains implanted and no permanent injury to the pt happened due to this incident.